Manufacturer narrative:
Updated fields: d4 (lot number, UDI#), d9, g3, g6, h2, h3, h6, h8, h11. Corrected field: d4 (serial number). The u-c detach kerrison micro 40d up 8 (rb5862dt) has not been returned for evaluation; however, an image of the reported product was provided. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Visual evaluation of the u-c detach kerrison micro 40d up 8 (rb5862dt) was performed. Per the provided image, this kerrison (rb5862dt) had a piece broken off of the jaws. Damage to the jaws may result from rough handling or cutting with dull blades. The product lot number indicates a manufacture date of 2015. Damage and dullness may be the result of wear. The reported complaint was confirmed. No manufacturing, workmanship or material deficiency has been identified.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the u-c detach kerrison micro 40d up 8 (rb5862dt) failed (broke) during a surgical case. The broken part was reportedly removed with a surgical grasper. It is unknown whether all broken parts were recovered. No patient injury, death or surgical delay occurred.